Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart and pieces were left inside. She went to the doctor and was admitted to the hospital to be put under for pictures to be taken of her insides to ensure all tampon pieces were removed. She was diagnosed with infection and given two different antibiotics and still has pain with intercourse at times.